Manufacturer narrative:
Concomitant medical products: model: 5076-52, lead; implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited t-wave oversensing (twos). Follow up was conducted and the allied health professional (ahp) indicated that the patient had been seen in office but no reprogramming has been completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.